Manufacturer narrative:
Unable to confirm serial number. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that they did not receive an asystole alarm for the patient in room 408 on (B)(6) 2018 as they expected. There was no report of patient harm.